Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a generator replacement procedure. During the procedure, it was noted that the right atrial lead was cut and fractured. A portion of the lead was explanted with the device. The patient was in stable condition.